Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0191214, medical device expiration date: 2021-10-31, device manufacture date: 2020-07-09. Medical device lot #: 0227196, medical device expiration date: 2021-11-30, device manufacture date: 2020-08-14. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. 2 photos that shows the level of liquid is below the fill line mark on the label; however, the fill line is not the minimum draw. A tube was filled to the minimum of 1.62ml. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood. This event occurred 40 times. The following information was provided by the initial reporter and translated to english. The customer stated: "this is a report about underfilled tubes. The tubes didn't draw enough volume of blood. There was no damage to the cap."